Manufacturer narrative:
(B)(4). Method: the complaint device was nore returned to f&p healthcare and therefore we could not complete a physical inspection of the device. Results: based on the report that there was no audible alarm, and analysis of similar complaints, the failure of the speaker is most likely due to an open circuit fault in the speaker coil. This failure would affect the speaker performance; the sound will not be audible. Conclusion: as part of our ongoing product improvement initiatives, we have implemented a soak test for 100% testing of the speaker harness on the airvo production line, which identifies and discards any faulty speakers prior to assembly into the airvo. Additionally a new speaker unit has more recently been sourced from a different supplier. The subject airvo was manufactured prior to implementation of new speaker. The airvo user manual states that the "airvo is for the treatment of spontaneously breathing patients who would benefit from receiving high-flow, warmed and humidified respiratory gases." And that " the unit is not intended for life support." The user manual warns the user: - prior to each patient use, ensure that the auditory alarm signal is audible by conducting the alarm system functionality check described in the alarms section the alarm system functionality check instructs the user on how to check the alarm and states that "if either alarm signal is absent, do not use the unit. Contact your fisher & paykel healthcare representative."

Event description:
A distributor in (B)(4) reported via a fisher and paykel healthcare representative that a the audible alarm of a pt101 airvo 2 humidifier was not working. There was no patient involvement.